Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 92 mg/dl. Sensor glucose level at the event was 56 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due difference in blood glucose and sensor glucose. Threshold and low suspend limit in sensor settings was unknown. Customer experienced various blood glucose level was 123 mg/dl, 174 mg/dl, 160 mg/dl, 258 mg/dl and 182 mg/dl, at different time intervals. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.